Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, specifically between the wire crimp on the grip and the silicone potting, leading to a failed electrical continuity test. This confirmed a complete break in the wire. The analysis did not find any abnormally sharp or damaged components that could have contributed to the wire breaking. Thermal damage was observed with charring and localized melting at the yaw pulley. The complaint was confirmed by failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: mage shows a broken conductor wire. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. The procedure was completed as planned with no reported injury. No fragment fell into the patient. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was a loss of cautery observed when the cable was broken. However, no arcing was observed during the procedure, and consequently, there was no injury to the patient. Additionally, the instrument did not collide with any other instrument or tool during the procedure, and there were no problems reported when removing the instrument through the cannula.